Event description:
It was reported that the patient presented to the hospital due to a lead alert. The left ventricular (lv) lead had high impedance. Chest x-ray indicated a lead fracture. The lead was deactivated and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.